Event description:
Cardiac monitor failing intermittingly. During a swan insertion the pressure cartridge wouldn't show the appropriate wave form. Pt. Was moved to another room. Problem could not be reproduced by the biomedical dept.